Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-74698. (B)(4) .

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose rose to 572 mg/dl. Customer stated they completed a set change the night prior and woke up with a blood glucose of 565 mg/dl. Customer was unable to treat for their high blood glucose because a no delivery alarm occurred. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. The customer declined to return the product for analysis.